Event description:
The initial attorney report alleged injury and defective mesh after the implant of composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006 - the pt underwent right upper quadrant and midline ventral hernia repair with a composix kugel mesh. On (B)(6) 2006 - office visit, wound was erythematous for approximately 10cm on either side with warmth, no purulent drainage. Antibiotics started. On (B)(6) 2006 - hospitalization for infected composix kugel mesh. On (B)(6) 2006 - the pt underwent excision of the infected composix kugel mesh hernia repair with a non-bard mesh and placement of a wound vac. On (B)(6) 2006 - (B)(6) 2007 - home health visits for wound care. On (B)(6) 2006 - (B)(6) 2007 - status post wound infection and composix kugel excision, wound healed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's surgical and/or medical history may have contributed to the alleged event. The pt reportedly developed an infection, although the medical record does not indicate that the device was the source of the infection the product's instructions for use state, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No sample has been returned for eval. A review of the manufacturing records and sterilization records was performed and there was no evidence of a manufacturing related cause for the reported event. Based on info provided, no conclusions can be drawn.